Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the cable of the patient's mobile power unit (mpu) was split.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu patient cable, was confirmed when the unit was checked by depot services. The outer jacket of the cable was scuffed, abraded and portions of the outer jacket missing. The damaged area was located approximately 9 feet from the mpu connector block and was 8 inches in length. The internal sheathing was exposed in two areas (both approximately ¼¿ in length). The cable appeared to have been mechanically damaged during use. The mpu patient cable was operationally checked; the mpu output was present and typical. Flexing the cable around the damaged area did not alter the mpu output. The internal wires in the damaged area were examined and there were no indications of damage to the wires and no indications of electrical shorting. Although the outer jacket was damaged, the internal wire harness was operational and appeared undamaged. The mpu was repaired (patient cable replaced) and returned to the rental/loaner pool. The root cause of the event was due to mechanical damage to the mpu patient cable. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (rev c p.78) and the heartmate 3 lvas instructions for use (IFU) (rev c p.3-35). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". The mpu assembly was made mar 30, 2021. The unit was packaged and placed into stock on apr 16, 2021. The mpu was sent to the customer on may 3, 2021. The unit was assigned to the patient on (B)(6) 2021 (per equipment tracking records). The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.